Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 543 mg/dl. The customer did experience symptoms of high blood glucose value such as thirst and customer was not able to think straight. The customer treated high blood glucose with manual injection. The customer allege under delivery on insulin pump due to pump error alarm. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had crack on the back. Customer stated insulin pump had pump error alarm. An error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear alarm but unable to rewind the insulin pump. No further complications were reported. The customer will discontinue to use the device. (B)(4).

Manufacturer narrative:
Retainer ring = black. On june 08, 2022 the customer reported insulin pump error and a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No insulin pump error or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that insulin pump error occurred on june 08, 2022 @ 19:34:25, 19:35:20, & 19:37:39. The adapt tool does not list any insulin pump errors that could potentially trigger a critical pump error that occurred around the event date. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; motor flex cable terminal. The motor was tested outside the device, and it passed. In summary, the customer¿s report of insulin pump error and a crack on the back of the battery compartment both were confirmed. In addition to this, there is corrosion on the terminal of the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.